Manufacturer narrative:
Method - review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient presented with claudication. A gore propaten vascular graft was implanted during a femoral-popliteal bypass procedure. Within two weeks following implant, the patient developed symptoms including pain, erythema and pain at the graft implantation site. The physician reported the graft was infected. The symptoms did not subside and the graft was explanted. The patient reportedly expired from sepsis.